Event description:
Literature: foltynie t, zrinzo l, martinez-torres I, et al. MRI-guided stn dbs in parkinson's disease without microelectrode recording: efficacy and safety. J neurol neurosurg psychiatry. Apr 2011; 82(4): 358-363. Summary: this series describes the outcomes of 79 consecutive pts that underwent bilateral stn dbs at the national hospital for neurology and neurosurgery between (B)(6) 2002 and (B)(6) 2008 using an MRI-guided surgical technique without microelectrode recording. Pts showed significant improvements in dyskinesia duration, disability and pain, with a mean reduction in on-medication dyskinesia severity from 3.15 pre-operatively to 1.56 post-operatively. Quality of life improved by a mean of 5.5 points on the parkinsons disease index. This series confirms that image guided stn dbs without microelectrode recording can lead to substantial improvements in motor disability of well selected pd pts with accompanying improvements in quality of life and with very low morbidity. Reportable event: the authors report that following surgery, one pt did not have a follow-up assessment because of encephalopathy of unk original (presumed to be allergic) following electrode implantation which required removal of all dbs hardware a few days later (within the first 2 weeks). See literature article attached to MFR report # 3007566237201107448.

Manufacturer narrative:
(B)(4): average for entire population used to complete this section.